Event description:
White material noted in 1st y site of IV tubing (#2c6537s). This was noted prior to use on pt. This is the third occurrence of this nature. All three occurrences have been reported to baxter's q.a. Division.